Event description:
It was reported that the device was suspected of a possible header block issue as the right ventricular (rv) lead¿s pace/sense impedance has been rising with increasing thresholds. Possible lead fracture is suspected of the rv lead. The device was explanted and replaced. The rv lead had the pace/sense portion capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implanted: (B)(6) 2008. (B)(4).